Event description:
It was reported that starting approximately twenty minutes after the implant of this device, the patient reported a decreased responsiveness. At approximately 1.25 hours, the patient reportedly responded normally. The pump was checked for programming errors and none were found. The pump was running priming bolus and due to the patient¿s symptoms the pump was placed into stopped pump mode by the physician. The patient was being observed in the hospital. It was unknown if any diagnostic testing or troubleshooting was performed, if the issue was resolved or the cause determined. The physician was provided with a refill kit and a catheter access kit if the need was felt to remove the drug from the system. At the time of the report the patient's status was reported as alive-no injury. It was later provided that the patient¿s pump was re-started and the patient was doing well and receiving effective therapy. This device system delivered clonidine, hydromorphone, and bupivacaine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).